Event description:
It was reported that the handpiece was leaking oil in the sterilization tray. There was no pt involvement and no adverse consequences were alleged.

Manufacturer narrative:
The handpiece was returned to the manufacturer for a quality investigation. According to the quality engineer, the handpiece did not leak oil when running on a footswitch, although there was evidence of old oil in the exhaust hoses. When the oil reaches a sufficient quantity, it can then start leaking out during sterilization.